Event description:
It was reported that one of the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.